Event description:
Pt was unable to flush IV catheter through clave needleless cap. Center core of clave was jammed down inside device. This core normally is pushed in by a luer syringe or IV set to allow flow through the cap; when the syringe or IV set is disconnected, the core pops out to seal off the cap. In this case, the core did not pop back out. An emergency home nursing visit was required to troubleshoot the problem. The cap was replaced and the catheter was flushed. IV catheter patency was maintained.